Manufacturer narrative:
The suspect device was not returned to olympus for evaluation. Through communication/interviews with the user facility, olympus technical support learned the device's lamp life meter indicated 500 hours. Upon replacing the lamp, the user facility indicated they no longer experienced any issues or errors. Based on the results of communication/interviews with the user facility the likely cause of the reported problem is maintenance related. The instructions for use contains the following statement: "check the lamp usage indicator. When the ¿500 h¿ indicator on the lamp usage indicator lights up, replace the examination lamp with a new one....".

Event description:
Olympus received a report from the user facility that the olympus clv-s190 generated an "e103" error. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR was reviewed for the subject device. No anomalies were noted and it was verified the device was manufactured in accordance with documented specifications and procedures. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause was usage of the lamp over 500 hours. The instructions for use provides the following statement: "check the lamp usage indicator. When the ¿500 h¿ indicator on the lamp usage indicator lights up, replace the examination lamp with a new one as described."